Event description:
It was reported a continuous glucose monitor (cgm) error identified as error 42. There was no reported adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the error did not reappear. The caller was able to successfully start their sensor session.